Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation not sealed requiring add'l stenting. Device issue: leak - stent graft. It was reported that an attempt was made to seal a vessel perforation with a 4.0 x 12 mm and 4.0 x 16 mm graftmaster. Although both stents were successfully deployed, they did not seal the perforation. A third graftmaster (3.5 x 16 mm) was deployed and the perforation was sealed. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - the device was not returned to abbott vascular instruments deutschland gmbh for investigation, therefore, it is not possible to make an informed judgment as to the root cause of the complaint. The device was in working order and left abbott vascular instruments deutschland gmbh in rangendingen as per specifications. It is possible that the stent used in the procedure was not long enough to cover the entire perforation or that it was not placed correctly over the perforation. It is reported that the use of the stent graft did not cause add'l complications or adverse events.